Event description:
One touch ultra meter had a power issue. This issue was not resolved with troubleshooting. Patient did not respond back to the message left by medical affairs specialist on 01/04 to obtain more information. A letter will be sent to the patient as a second attempt to contact. Per the initial information provided by the patient they had passed out at home and paramedics were called. The emt meter read 44 mg/dl and they were given glucose. During troubleshooting, it was discovered that the patient was using expired test strips. There is insufficient information about the incidence, when the paramedics were called. It is unknown if the patient had tried testing on the meter at the time they were feeling dizzy and called the paramedics. This case is reported as a meter malfunction because the power issue was not resolved. Patient was sent a replacement meter.